Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customers states that during a procedure, the foot pedal would not pump fluid through the pump. The customer then tried using the dial and it did not work. The customer had manually use syringes to complete the procedure. There was no medial intervention.

Manufacturer narrative:
(B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.